Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. The medical attributes the reported event to either the lvad or the patient's mechanical aortic and mitral valves. Clinical factors that may have contributed to the reported event are the patient's history of mechanical aortic and mitral valves and related comorbidities. With review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, there are patient, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted from clinic with complaints of stroke-like symptoms. The site reports that the neurologist classified the events as cerebrovascular accidents; however, head CT results were negative for embolus. The site reports the patient's blood pressure was controlled and the international normalized ratio (inr) was therapeutic at the time of the event. The patient was discharged on november 25th 2015 with residual aphasia requiring speech therapy.